Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024 in order to explant the device. This report is submitted on june 28, 2024.

Manufacturer narrative:
Device analysis report. This report is submitted on july 23, 2024.

Manufacturer narrative:
This report is submitted on june 05, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.